Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in spain, during the procedure, a ventricular perforation occurred, requiring pericardiocentesis. The procedure was aborted and the patient was transferred to ICU in stable condition. The patient underwent an evoque procedure in tricuspid position where, during the procedure, while crossing the valve, the posterior position of the wire was lost. The position of the wire was managed immediately, leaving the wire exposed close to the nose cone and maximizing primary, while retracting the system. The wire ended in a more posterior position. The position, trajectory, and depth were assessed, and it was found to be too deep. An attempt was made to push the wire once, but some interaction was verbalized by the physician, who was not comfortable pushing further. It was decided to maximize secondary, add counterclockwise, and add primary; however, the position remained deep. After discussion, it was decided to remove everything and re-cross. While removing secondary and primary to prepare for device removal, it was realized that a higher position was ended up in, and the wire was pretty much in the same place. It was decided to stop, bail out and add a bit more of primary and assess. The height was not bad, but the wire felt strange and appeared entangled in some structure. There was an attempt to retract the wire, to see if it could be freed from interaction, by bringing the wire inside the nose cone and exposing the curl of the wire again. A few moments later an effusion was identified and it was decided to remove the system and start pericardial effusion drainage. Inotropes were also given to the patient. After one hour, a small thrombus in the right ventricle was identified with a stable and very small effusion. Surgeons were called in case they were needed. The team waited for 40 minutes and the patient was stable with normal gasometry values. The patient was moved to the ICU under very stable conditions and normal hemodynamic pressures. On post-operative day (pod) 2, the patient was already extubated with good evolution and doing very well. On pod 6, the patient was discharged and went home. The goal is to treat patient with an evoque valve at a future date. As per medical opinion, the cause of the event was manipulation of the wire while trying to unentangle the wire.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11 additional type of investigation codes that were unable to be added in h6: labeling review. Analysis of images. The complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with objective evidence from information from edwards clinical specialist and imaging evaluation. Per information provided by clinical specialist, the patient had a prominent moderator band that the wire became entangled and heavy tuberculation in the rv apex. The patient was also noted to have a general effusion at the start of the procedure. Imaging evaluation identified procedural related issues - inadequate guidewire management, guidewire interaction with sub valvular anatomy as the potential root causes for the event. Available information suggests that patient factors may have contributed to the reported event. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.